Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-00906. It was reported that the patient was experiencing high impedances on both leads. In turn, the patient underwent surgery where both leads were explanted and replaced. This resolved the issue.